Event description:
It was reported that the device went into back up mode. The device was restored by downloading firmware. However, the device returned to backup mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.